Event description:
Customer's mother called to report that she noticed the upper o-ring on the reservoir is bent out of shape. No further details provide.

Manufacturer narrative:
Reliability analysis inspected 1 opened reservoir and found reservoir with 1st o-ring overlapped 2nd ring. Reservoir will leak.